Manufacturer narrative:
UDI: (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not available.

Event description:
Patient 3 weeks post-op had rod pop out of s1 left. Screw construct was l2-s1 with tlif at l5-s1 (concorde right cfrp). L5-s1 cage had also backed out into epidural space. S1 left set screw completely backed out and "floating". S1 right set screw was loose. L5 right set screw was also loose. All other set screws felt ok. Surgeon removed all set screws and both rods. Removed original tlif cage, replaced with larger ti concorde cage. Placed new rods and set screws. All set screws from both surgeries were titanium to the recommended 80 in/lbs.